Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The conductor wire damage could not be confirmed based on the analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted liver resection surgical procedure, prior to anesthesia administration and prior to surgical port placement, the black conductor wire of the maryland bipolar forceps (mbf) instrument was found damaged. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing, and the conductor wires were not exposed. The wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. Additionally, the instrument was found to have charring and localized melting on both bipolar yaw pulleys and in the space between the grips.

Event description:
Refer to h10/h11 for follow-up information.